Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was observed that the implantable cardioverter defibrillator was in backup vvi mode possibly due to a transmission error observed during remote monitoring. The patient present for follow up the same day at a hospital. A device download to restore the device was completed. There were no patient consequences.